Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 instrument would not release the clip during the procedure. There was no consequence to the pt.